Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ejky, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a change in therapy effect was noted. The patient had to go to the ER last weekend because of stomach pain. CT scan was performed and it was found the patient had diverticulitis and uti (urinary tract infection). Starting about a week ago, the patient started having accidents (wetting) very 10-15 minutes. This came on gradually. The episodes were less frequent now, but she was still having accidents. The patient did not feel stimulation so the patient increased stimulation from group 2 at 1.5 - up to 3.0. At this setting, stimulation was felt in the vaginal area and the right side of buttocks. It was noted that the patient had other stomach issues, which were not further specified. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.